Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6)2005: (B)(6) medical center. (B)(6), md. History and physical. Had a gastric bypass in (B)(6)2002; has lost 206 lbs.; has a ventral hernia and is interested in panniculectomy. Past history: cellulitis both groins, non-insulin dependent diabetes. Impression: abdominal pannus and ventral hernia. Plan: panniculectomy and ventral hernia repair. ¿ (B)(6)2005: (B)(6)medical center. R. [Illegible], pa. Pre-surgical assessment. Asa classification: 3. Height 5¿8 ½, weight 270.5. Implant procedure: ventral hernia repair with marlex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/03005638; 18 x 24] implant date: (B)(6), 2005 ((B)(6), 2005) ¿ (B)(6)2005: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: panniculitis with ventral hernia. Postoperative diagnosis: panniculitis with ventral hernia. Dr. (B)(6)will dictate the panniculectomy and abdominoplasty in his operative note. Anesthesia: general. Mesh: the mesh that is used is 2-0 mesh. Indication for procedure: [blank]. Description of procedure: ¿dr(B)(6), plastic surgeon, had already placed the patient to sleep and performed excision of the patient¿s very large pannus. The abdominal wall is exposed. There has been a previous transverse incision and essentially the whole incision line was attenuated. After the removal of the pannus entered the abdomen via transverse incision via old attenuated scar tissue of the abdominal wall; minimal lysis of adhesions performed. Large piece of dual mesh measuring about 6 x 6 inches was fashioned and placed in the undersurface of the abdominal wall with smooth side down. The periphery of the mesh was packed onto the abdominal wall with hernia packers circumferentially. The abdominal wall musculature was plicated over each other for closure using running prolene suture. After this was terminated the general surgery part of the procedure and dr. Snyder will commence to close the wound.¿ ¿ (B)(6)2005: (B)(6)medical center. Implant sticker. Dualmesh plus antimicrobial. Lot: 03005638. Item: 1dlmcp06. Prosthesis/implants/grafts: name/type: dual mesh 18 x 24. Exp. Date: (B)(6)2006. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/03005638) was implanted during the procedure. Relevant medical information: ¿ (B)(6)2005: (B)(6)medical center. (B)(6), md. Operative report. Preoperative diagnosis: redundant abdominal pannus. Postoperative diagnosis: redundant abdominal pannus. Name of operation: panniculectomy. Anesthesia: general. Indications: the patient is a 49-year-old gentleman who has lost over 200 pounds from a gastric bypass. He has a lot of redundant abdominal skin that ss causing groin infections and irritation. We got approval from his insurance company to proceed with panniculectomy in conjunction with ventral hernia repair by dr. (B)(6). He is brought to the operating room today after being counseled by the risks and benefits of the procedure including bleeding, infection, asymmetry, scarring, possible loss of the umbilicus, possible need for revision. Complications: none. Description of procedure: ¿patient was placed supine on the operating room and after induction of general anesthesia the patient's entire abdomen was prepped with hibiclens and alcohol. Sterile towels and drapes applied to create a sterile field. We began by making incision inferiorly, carrying dissection down through scarpa's fascia to the level of the rectus abdominus musculature. There was some scar tissue and this was excised. We then made our superior incisions and cut down again to the level of the ventral hernia. At this point the wings of the abdominal pannus were brought up and we identified the umbilicus, it was then cut out and left on its stalk. The stalk appeared to be very flimsy and unable to support the umbilicus. The decision was made to remove it which we did. We eventually removed about 13.5 pounds of tissue from the abdomen, exposing the ventral hernia and the underlying rectus musculature. Hemostasis was achieved with the bovie cautery. At this point dr. Gonzales came in and fixed the ventral hernia. For the details of that, please see the dictated operative note. At this point, the patient was flexed and the wound was closed, first placing three jackson-pratt drains which were sewn into placed with silk sutures. The wound closure was accomplished with a deep layer of 3-0 vicryl suture, interrupted mattresses of 3-0 nylon sutures and staples. Antibiotic ointment was placed on the patient¿s groin where he had the previous infection and sterile dressing placed on the patient¿s abdomen. The patient was then taken to the recovery room after being extubated in stable condition, having tolerated the procedure well.¿ ¿ (B)(6)2005. (B)(6)medical center. (B)(6), md. Discharge summary. Postoperatively the patient did extremely well without evidence of infection or bleeding. His foley was removed on(B)(6) 2005 and on (B)(6) 2005 he was getting out of bed, jackson-pratt output was down. His patient-controlled analgesia was stopped and the following day on postoperative day number three it was felt that he could be discharged to home on oral antibiotics and oral pain medication. Follow up in one week for jackson-pratt removal. Final diagnosis: healing panniculectomy wound and repaired ventral hernia. Discharge instructions: no lifting, keep wound dry, record jackson-pratt output. ¿ (B)(6)2005: (B)(6)medical center. (B)(6), md. Operative report. Preoperative diagnosis: chronic lower abdominal cavity. Postoperative diagnosis: chronic lower abdominal cavity. Operation: abdominal wound exploration with excision of chronic seroma cavity enclosure. Anesthesia: general. Complications: none. History: the patient is a 50-year-old gentleman who underwent abdominoplasty several months ago. He developed a draining area in the mid-section of his wound consistent with a chronic seroma cavity and is brought to the operating room today for exploration and repair. Preoperatively, he was counseled about the risks and benefits of the procedure, including bleeding, infection, scarring, need for future surgeries, and would like to proceed. Procedure: ¿the patient was placed supine on the operating table and after induction of general anesthesia, the patient¿s entire lower abdomen was prepped with betadine. Sterile towels and drapes were then applied to create a sterile filed. We began by excising a large ellipse of skin encompassing the midline draining hole and this was cut down to the seroma cavity, which was entered. We then excised the entire wall of the seroma cavity, including the chronic tissue against the rectus muscle sheath. This left a fairly fresh wound encompassing the middle third of his abdominal wound. I then placed a jackson-pratt drain through a stab incision and sewed it in place. Injected the edges of the wound with 0.25% marcaine with epinephrine and then soaked the wound with bacitracin solution. After rinsing it and establishing hemostasis once again, we closed the wound with a deep layer of 1-0 vicryl suture and staples. Sterile dressing was applied. The patient was then taken to the recovery room in stable condition, having tolerated the procedure well.¿ ¿ (B)(6)2005: (B)(6)medical center. [Signature illegible]. Anesthesia record. Weight 267. Asa: 3. ¿ (B)(6)2005: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: recurrent right-sided incisional hernia. Postoperative diagnosis: recurrent right-sided incisional hernia. Procedure: marlex mesh repair of hernia. Anesthesia: general with a local infusion of 0.5% marcaine with epinephrine. Blood loss: minimal blood loss. Complications: none. Drain: blake drain x 1. Indication for procedure: [blank]. Description of procedure: ¿general endotracheal anesthesia. Whole abdomen was prepped. Patient has had a previous lower abdominal transverse incision from a panniculectomy. Has a recurrent right upper quadrant, right sided abdominal wall defect. The previous lower abdominal incision was opened - excising a sliver of the scar - starting from the left side of the abdomen all the way to the right. Superoinferior flap was elevated. Care was taken to protect the blood supply in the superior flap. The abdominal wall was exposed and the whole right side of the abdominal wall was attenuated. There was no particular fixed abdominal wall defect such as a hernia defect but the abdominal wall was just so weak - especially laterally. Abdominal wall was plicated with running permanent suture and a 10 inch x 8 inch piece of parietex mesh was used as an onlay patch to cover the weak side the right lateral abdomen wall. Drain was placed. The wound was closed in two layers subcutaneous, subcuticular suture, steri-strips.¿ ¿ (B)(6)2005: (B)(6) medical center. Implant sticker. Parietal mesh parietex composite. ¿ (B)(6)2009: (B)(6)health system. (B)(6), md. Operative report. Preoperative diagnosis: chronic abdominal wound, status post recurrent ventral hernia repair with mesh. Postoperative diagnoses: 1) chronic abdominal wound status post recurrent ventral hernia repair with mesh. 2) likely chronic multiple suture granulomas. Procedure: incision and drainage and debridement of chronic abdominal wound 6 sections with cultures taken. Anesthesia: general. History of present illness: (B)(6) is a 54-year-old gentleman who have been following in the office for a chronic seroma after abdominal hernia repair with mesh. He has a history of a gastric bypass surgery done at an outside location followed by panniculectomy and abdominal incisional hernia repair. He then had repair of his recurrent hernia repair with mesh. He has had chronic draining cerumen [sic]. He presents today for abdominal wound exploration and debridement. Procedure in detail: ¿informed consent was obtained. The patient was identified in the preop holding area. Of note, he had developed two more places on the right lower quadrant with more induration and he and his wife have circled 6 areas on his anterior abdominal wall of concern. This is 5 areas in addition to his main chronic sinus that I have been following. He received intravenous antibiotics. He was brought to the operating room. General anesthesia was administered by the anesthesia staff. His abdomen was prepped and draped in sterile fashion. We started at his right lateral most wounds and this had some palpable indurated area. A transverse incision was made over this. There was minimal fluid and there appeared to be some suture granuloma extending down to the scar tissue above this mesh. This was minimally debrided and hemostasis was obtained with bovie cautery and moved onto the next area which was more erythematous and indurated. This area was excised down in elliptical fashion with underlying induration excised down using bovie cautery. This was sent to pathology. This was also consistent with a chronic suture granuloma. There was no significant drainage and it appeared benign where it extended down to the scar tissue overlying the mesh. None of the mesh was exposed. The wound was copiously irrigated and hemostasis was obtained with bovie cautery. Next, he had a small palpable area cephalad and just lateral to his main draining infraumbilical region and again his umbilicus has been removed. This area was opened with suture and there was a large vein with some chronic inflammation. The vein was controlled withs suture ligation with 2-0 vicryl and the area was debrided. Next, his chronic draining sinus was evaluated and it had some cloudy fluid. This was sent for anaerobic and aerobic cultures. The area was then widely excised with an elliptical excision of tissue and this entered down into some more hardened scar tissue extending down towards the mesh but then seemed to stop above the mesh. The mesh was not exposed. This area was debrided of all this abnormal tissue and this was sent to pathology for evaluation. Next, on the left side of the wound, there was a small palpable area. This was incised and again there was a large vein with some surrounding small scar tissue. The vein was controlled with suture ligation as previously and there was no further evidence of infection or other abnormality. Next, more lateral on the left was another area of some induration. This was similarly incised and debrided of some scar tissue and likely a stitch granuloma. All wounds were completely irrigated. Hemostasis was again ensured with bovie cautery. The wounds were then packed with saline-soaked gauze and wet-to-dry dressings which the patient feels comfortable doing with his wife at home. He tolerated the procedure well. Sponge and needle counts were all correct. He was taken to recovery room in stable condition. There were no apparent complications.¿ explant procedure: 1) unilateral laparoscopic myofascial advancement flap (component separation). 2) excision of infected prosthetic mesh. 3) incisional hernia repair with a 34 x 26 cm piece of strattice. Explant date: (B)(6) 2010 (hospitalization (B)(6) 2010) ¿ (B)(6)2010: (B)(6)medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Assistants: (B)(6), md; sharon n. Babcock, ms. Anesthesia: general endotracheal anesthesia along with local as well as a rectus sheath block. Estimated blood loss: 150 cc. Fluids: crystalloid and colloid per anesthesia. Specimens: pieces of gore-tex piece of mesh and pieces of a polyester piece of mesh as well as cultures of pus surrounding the mesh for gram stain and culture. Drains: two 19-french blake drains to the subcutaneous space. Indications: (B)(6)is a 54-year-old male who has had a biliopancreatic diversion in the past. He had an incisional hernia, which was repaired with a piece of gore-tex mesh. The site an [sic] abdominoplasty at which time, it appears another piece of mesh was placed as an onlay to his abdominal wall fascia. He has had chronic draining wounds which were culture positive and a CT scan also describing fluid around the area of tacks where the polyester mesh appears to be present. He also had some fluid around the gore-tex mesh. It is unknown whether this is infected as well. He is being brought to the operating room for mesh excision. Technique: ¿after informed consent was obtained he was brought back to the operating room, placed supine upon the operating table. After adequate general endotracheal anesthesia was induced and a time out was performed, he was prepped and draped in the usual sterile fashion. We began below the left costal margin approximately just anterior to the eleventh rib edge with a 2-3 cm incision with the 11 blade after using local. We dissected down to the level of the external oblique musculature and split the muscle in line with its fibers and entered in the oblique space. The balloon dissector was then inserted into this space and inflated. It was then deflated and removed. The balloon 12-mm trocar was placed into this space and inflated and sealed. This space was insufflated with c02 to a pressure of 15 mmhg. Next, a 5-mm trocar was placed just superior to the asis at approximately the mid axillary line. Subsequently a 5-mm trocar was placed through the left lower quadrant to the release that we had created. We used scissors and bovie scissor dissection to bluntly and sharply divide the areolar attachments between the oblique muscles. This linea semilunaris was identified approximately 1-2 cm lateral to the linea semilunaris. The external oblique fascia and superiorly external oblique fascia and musculature were divided with the scissors and bovie scissors. The scarpa's fascia was divided in similar fashion. The release was taken from the groin to 3-4 cm above the rib edge. Hemostasis was achieved with bovie cautery. With an adequate release performed, we deflated the space and removed the trocars and we made a midline incision with a 10 blade and dissected down through the subcutaneous tissue to the anterior abdominal fascia. This was incised with bovie cautery. We immediately encountered a gore-tex mesh. We entered in below the peel that surrounded the mesh so that we were in contact with the mesh proper. We extended the fascial opening for the length for our incision. We came across the inferior edge of the mesh in the middle of our incision and started removing the mesh and its tacks. The gore-tex mesh did not appear to be grossly infected. Inferiorly, we came across what appeared to be polyester mesh on the anterior fascia and this was infected with multiple draining sinus tracts, especially one to the right lower quadrant and right flank. We dissected in the subcutaneous tissue and dissected the polyester mesh off the anterior fascia taking portions of the fascia along the edges of the incision both the right and left lower abdomen. This mesh was resected in piecemeal fashion. We did take two swabs of the pus surrounding mesh for gram stain and culture. We dissected all away to the right flank where the patient had pain and had a history of a draining sinus. We excised his right lower quadrant draining sinus. We cut the skin in an elliptical fashion and cut the sinus tract out with the bovie cautery. After extensive dissection removing all of the infected mesh and all the palpable tacks for that mesh, which were on the anterior fascia, we irrigated our wound. We then closed the myofascial component in the midline without any significant tension with running #1 looped pds. We then again irrigated the wound with bacitracin irrigation, took a 20x20cm piece of strattice biologic mesh and sewed it on top of the anterior abdominal fascia after extending our subcutaneous dissection on the left, which then communicated with the myofascial release on the left, so that the mesh could be placed in an onlay position on top of the anterior abdominal fascia. This mesh was sewn in with interrupted horizontal mattress 0 vicryl. Placed two 19 blake drains, one through the left lower quadrant port site and one through the old sinus tract, which was partially closed with interrupted 2-0 vicryls. The drains were secured with 2-0 nylon stitches. The drains were placed in the subcutaneous space in the left side extending to the right flank and the right side extending to the left abdominal wall. We then again irrigated and suctioned the subcutaneous space and closed the subcutaneous tissue with 2-0 vicryl and the skin was then closed with a skin stapler. Because of an incorrect count, an x-ray was taken which was negative. The dressing was placed. The patient was then awakened, extubated, and taken to recovery room having tolerated the procedure well.¿ ¿ (B)(6)2010: (B)(6)hospital. Nursing intraoperative document. Implant: strattice 16 cm x 20 cm, quantity 1. Relevant medical information: ¿ (B)(6)2015: (B)(6)center. (B)(6) md. Operative report. Preoperative diagnosis: left inguinal hernia, reducible. Postoperative diagnosis: left inguinal hernia. Procedure performed: open left inguinal hernia repair with mesh. Assistants: patrick davis, md. Anesthesia: regional. Asa class: asa 2 ¿ patient with mild systemic disease with no functional limitations. Complications: none apparent. Specimens: none. Blood loss: minimal. Indications for procedure: he is a 60 y.o. Male who was found to have a left inguinal hernia on exam. Because of its presence and because of related symptoms he desires repair. Findings at the time of procedure: 1) large-sized direct hernia. 2) small-sized cord lipoma. Description of procedure in detail: ¿the risks, benefits, and potential complications of the procedure were previously discussed in detail with the patient who understood and elected to proceed . Informed consent was signed prior to proceeding to the operating room. The patient was marked in the preoperative area. A regional block was placed as well. The patient was brought to the operative suite and placed on the operating room table in supine position. IV sedation was then induced. A proper surgical time out was then performed to identify the correct patient, operative site, and procedure. Appropriate perioperative antibiotics were administered prior to incision. The patient's left groin was prepped and draped in the usual sterile fashion. An ioban was used. Using anatomical landmarks, the pubic tubercle and anterior superior iliac spine, an incision was made in the line of direction of the skin over approximately 6 cm after local anesthetic had been injected into the skin and subcutaneous tissues. Electrocautery was used to dissect through the skin and subcutaneous tissues down to the level of fascia of the external oblique aponeurosis. Once this was identified, local anesthetic was instilled beneath it. A small nick in the fascia mas made with the 15-blade, and then it was extended through the external inguinal ring using the metzenbaum scissors after sweeping for any underlying nerves. The external oblique was almost fused to the internal oblique below it. This likely from his previous abdominoplasty. A gelpy retractor was placed to expose the internal oblique and the spermatic cord. The ilioinguinal nerve was identified and preserved. After identifying the hernia sac and cord structure complex, the cord was encircled with a 1/4-inch penrose drain at the pubic tubercle. We then inspected the spermatic cord and found a direct hernia sac. We then used a combination of blunt dissection and electrocautery to dissect the hernia sac and completely separate it from the overlying the cord structures. Once the sac was separated and dissected to the level of the preperitoneal fat, it was reduced below the musculature. We imbricated the sac by placing a 0-vicryl mattress suture to bring the internal and transversus abdominus muscles to the edge of the inguinal ligament. A 12 x 8 cm piece of progrip mesh was then cut to an appropriate shape and size and then bathed in bacitracin irrigation. It was sewn to the area of pubic tubercle, inguinal ligament, and rectus sheath with a 1 cm of overlap of the tubercle using a 0-ethibond suture. The mesh was then placed around the cord and "locked." The neo-external ring admitted a finger tip. The fascia of the external oblique was then closed with a running 2-0 vicryl suture. Local was instilled below this level. The scarpa's fascia was closed with running 3-0 vicryl, and the skin was closed with 4-0 monocryl suture. Dermabond was then applied. The patient tolerated procedure well and no acute complications were noted. The patient was aroused from anesthesia and transferred to pacu in stable condition.¿ ¿ (B)(6)2015: (B)(6)center. Surgery encounter report. Implants: mesh parietex progrip left 12 x 8. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product ( g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore¿ dualmesh¿ plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." ¿ the gore¿ dualmesh¿ plus biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6), 2005 whereby a gore¿ dualmesh¿ plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial explant due to infection. Additional event specific information was not provided.